Event description:
It was reported that the pump gave a "no disposable" alarm. The pump was not running. The pump's sensor had previously undergone an adjustment. The alarm persisted after the customer replaced the batteries on the pump. No patient injury or complications were reported in relation to this event. The cassette reservoir was discarded by the customer.